Event description:
It was reported the device flipped under the skin and caused ¿unbearable¿ pain. The device was ¿sticking out¿ of their skin and it w as stated that the device had flipped ¿again.¿ however, ¿this time¿ it was ¿almost through¿ the skin. The patient put a dressing on it and took ¿painkillers.¿ it was noted they could not walk or move from the position they were in. No outcome was provided with this event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).